Manufacturer narrative:
Analysis of the provided data permit to conclude that no premature battery depletion occured. The hypothesis is that there is an issue with the value display. An analysis of the files by r&d department is ongoing and conclusion is not available yet.

Event description:
Reportedly, on (B)(6) 2024, during a follow-up for a patient who's never stimulated. Implantation 8 years ago. The remaining longevity is 1 year & 11 months, battery impedance 2,49kohms. In the kora manual, the announced longevity is 12 years with 1% v and 50% a.

Event description:
Reportedly, on 23-sep-2024, during a follow-up for a patient who's never stimulated. Implantation 8 years ago. The remaining longevity is 1 year & 11 months, battery impedance 2,49kohms. In the kora manual, (B)(4).

Manufacturer narrative:
The review of provided data highlighted that on (B)(6) 2023, the time to recommended replacement time (rrt) was > 3 years and on (B)(6) 2024, the time to rrt was 23 months (min: 16 months). The rrt displayed lead to a reached rrt date on (B)(6) 2026, or, 10 years after implantation, which could be earlier that the rrt announced of 12 years in the IFU (the longevity in IFU depends on several parameters). The calculation of the time to rrt is based on typical cases. At this stage of battery usage, any change in the consumption such as increased patient activity and therefore increased pacing rate following the sensor information may impact the residual longevity. Since two follow-up data from 2023 and 2024 have been provided, the estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at 148 months. (B)(4). Based on hrs guidelines, no premature battery depletion occurred. Based on the available data and since no data between 2016 (year of implantation) and 2022 is available, no premature battery depletion is suspected on the subject pacemaker. A display bug was primary suspected, but the review of the provided data excluded a display issue. This case is retained and utilized for trend purposes.